Event description:
New information notes the lead was capped and replaced due to oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that vt/vf episodes were observed due to noise. No therapy was delivered. The lead will be capped and replaced.